Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred.   The target lesion being treated was located in the mid right coronary artery (rca). A 2.5x38mm unspecified stent was implanted in the distal rca. The physician attempted to overlap the 2.5x38mm stent with this 3.00mm x 38mm promus element long stent, but had difficulty in approaching the distal stent. He wanted to withdraw the stent, but noted on x-ray that the stent was damaged. The promus element long stent was deployed and another stent was deployed to cover the gap. The final result was very good. No patient complications were reported and the patient¿s status is stable.